Manufacturer narrative:
Device evaluation: analysis of the returned device identified crease fold, wear abrasion, opening anterior and posterior, and brown particles. Leak test and microscopic analysis was performed which identified a crack opening, striated opening, puncture opening, crease sharp opening, crease smooth opening and non-penetrating nicks. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A striated opening due to surgical damage consist in the use of some surgical tool. A striated punctured due to surgical damage like consist in the use of some surgical tool. An opening crease sharp on anterior due to fold flaw opening an opening crease smooth on posterior due to fold flaw opening.

Event description:
Physician reported right side "rupture" of a saline device. The device has been explanted.

Manufacturer narrative:
The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side "rupture" of a saline device. The device has been explanted.